Event description:
It was reported that an ilet user experienced alternating low and high glucose readings, which upon review were attributed to meal announcement practices such as missed announcements, late entries, or variable meal sizes leading to insulin delivery mismatches. Symptoms included hypoglycemia and hyperglycemia ranging from 57 mg/dl to 231 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided, focusing on operating procedures and the user interface. Investigation of this case revealed no device problem and identified a usage problem due to improper or incorrect procedure, specifically failure to follow instructions regarding meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.